Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes returned to manufacturer on: 12/13/2021 investigation: our quality engineer inspected the samples submitted for evaluation. Bd received three samples. The first sample received was a catheter and extension line assembly of a 22ga bd nexiva closed IV catheter system-dual port which consisted of thick traces of media. The second and third devices received consisted of the needle grip assemblies that have disengaged and decoupled from a catheter extension line assembly. All samples received without packaging. The visual observation discloses no damage to the v-clip, grip or retention washer. If damage was observed, this could contribute to difficulty during disengagement. Further testing was performed where the needles were moved to the out position. No resistance or drag was experienced while pushing the needle back out through the washers. Then the needle disengagement was repeated and no resistance or drag was experienced when pulling the needles back through the washers into the tip shield. During these manipulations the retaining washers were moving and floating freely as expected for a properly functioning device. There were no abnormalities or damage observed to the rest of the device components or the needles. The reported defect could not be replicated through testing. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system safety mechanism was difficult to disengage and got stuck at the hub. The following information was provided by the initial reporter: "I spoke with the representative (cx) from the hospital and pointed out that in the IFU, users are instructed to pull back the finger grips approximately 1/8¿ (3mm), then push them back to their original position. The only thing I could think of clinically that would cause the safety mechanism to get stuck was if this wasn't completed prior to insertion. Cx said she was going to check with the affected users whether this was a part of their insertion process."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system safety mechanism was difficult to disengage and got stuck at the hub. The following information was provided by the initial reporter: "I spoke with the representative (cx) from the hospital and pointed out that in the IFU, users are instructed to pull back the finger grips approximately 1/8¿ (3mm), then push them back to their original position. The only thing I could think of clinically that would cause the safety mechanism to get stuck was if this wasn't completed prior to insertion. Cx said she was going to check with the affected users whether this was a part of their insertion process."